Event description:
It was reported this esophageal stent was placed on november 1997. Post stent placement the pt did not feel well. A barium swallow was performed on november 28th and showed a fully opened stent with no blockages. Despite this the pt had difficulty eating and had recurrent chest infections. On december 20, 1997 the pt went into cardiac arrest. At that time a fistula between the trachea and esophagus was also noted. An emergecny bronchoscopy was performed which revealed broncho pneumonia. The pt subsequently expired. No product malfunction was reported and follow up revealed the stent was fully opened. Therefore, co believes the pt's pre-existing condition rather than a product problem contributed to this event.